Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead has just broken [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the oral-b dual clean brushhead that he used with an oral-b rechargeable toothbrush, version unknown had just broken. He described that the bottom portion of the brushhead had popped out and was no longer able to be used. No symptoms developed.